Event description:
A voluntary MDR/medwatch report was received on (B)(6) 026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report submitted via maude, the patient experienced inaccurate estimated glucose value (egv) readings on the dexcom g7, followed by a seizure event. On (B)(6) 2024, after deplaning, the patient went to the restroom and then proceeded to baggage claim. At that time, her egv was 133 mg/dl. At approximately 8:02 p.m., while retrieving her luggage, her egv dropped to 72 mg/dl. She began experiencing symptoms, describing visual distortion of the lights, which alerted her that something was wrong. She attempted to eat food immediately. Sequential egv readings continued to decline: 8:07 p.m. 62 mg/dl, 8:12 p.m. 55 mg/dl and 8:17 p.m. 48 mg/dl. At this point, the patient collapsed and began seizing. Her mother caught her and applied glucose gel to her gums. The patient¿s next memory was awakening in an ambulance, where she was receiving IV fluids. According to ems personnel, her egv at that time was 84 mg/dl. Upon arrival at the emergency department, the patient reported generalized body pain. Her egv was 134 mg/dl. She was unsure whether any fingerstick blood glucose measurements were performed during the ER evaluation. A head CT scan was completed and returned normal. The patient could not recall receiving any additional treatment besides the glucose gel administered by her mother. She was monitored and eventually discharged at approximately 11:27 p.m., once medical staff confirmed she was stable and able to ambulate. After discharge, she continued using her cgm at home, where readings were reported to be consistent with her fingerstick values. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5182200. Diabetes mellitus is a known cause of hypoglycemia and seizure.